Manufacturer narrative:
D2b: pro code (product code) itx, obj.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion prior to treatment of the stenosed circumflex lesion. Upon delivery to the vessel, the catheter tracked out of line with the guidewire path while turning into the circumflex. The device failed to deliver and was removed from the body, at which point it was determined to be kinked but fully intact. An angiogram revealed a minor dissection at the site where the device had been advanced. The dissection was benign and did not cause patient complications; however, due to its proximal location, it was stented to mitigate any potential risk. The physician proceeded with stenting to treat the dissection, and the procedure was completed without any issues and the patient recovered.